Event description:
This report is a summary of 5 malfunction event(s). A review of the event(s) involved a device experiencing a broken abutment or stripped. No adverse event patient information was reported. No information regarding patient demographics have been provided.